Event description:
It was reported the power button won't shut off device. The screen reads "needs service". The device was returned for repair. There was no patient involvement.

Event description:
It was reported the power button won't shut off device. The screen reads "needs service". The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment that the power button would not shut off the device. Analysis did find the liquid crystal display (lcd) out of specification, the battery release, knobs and ring cover were contaminated, the side bail covers were broken, one case screw was missing, the battery contacts were compressed and discolored, the ring bail was bent, the battery drawer was broken, the keyboard was scratched, the serial number label was torn and the encoder flex was out of specification. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).